Manufacturer narrative:
(B)(6). Rationale: after thoroughly investigation and review of received complaint samples it is clear the barrel is cracked and complaint is confirmed. Although machine already have crack barrel detection system so there may be possibility of crack barrel generation after detection system, potential root cause is not identified for the defect but probable root cause may be syringe got stuck somewhere in transfer conveyer. As crack barrel is critical defect so following actions are proposed to avoid crack barrel defect. Syringe transfer mechanism changed from pneumatic to servo to reduce shock and for smooth transfer of syringe. Also awareness training is provided to all the concern associate to check the material frequently for effectiveness of change. (B)(4).

Event description:
It was reported that five discardit ii 5ml with 24*1 experienced a failure of the product to contain blood/medication. The following information was provided by the initial reporter: cracked barrel, noticed when medication started leaking.